Manufacturer narrative:
The patient's weight was requested but not provided. Approximate age of device: one year and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a clinic visit, device interrogation revealed a no external power and pump off alarm on (B)(6) 2018. There was no reported adverse impact to the patient. The manufacturer¿s technical service representative reviewed the submitted log file and confirmed the reported pump stop event. Per the log file, a low battery hazard alarm was observed on (B)(6) 2018 at 8:52. Approximately 10 minutes later at 9:02, the log file indicates that the system controller¿s internal battery was providing power to the pump. A pump stop was recorded with a timestamp of 01 jan 2001 at 1:00. This timestamp indicates all power was depleted from the external power source as well as the system controller¿s internal battery, thus resetting the system controller¿s timestamp and stopping the pump. The amount of time the pump was off for was unable to be determined. Additional information was requested, but not provided.

Event description:
Additional information: it was reported that about 5 no external power events were found in the patient's log file during a routine office visit. The patient had no memory of hearing the alarm at all. The manufacturer¿s technical service representative reviewed the submitted log file and observed that the system controller¿s clock was set to the default time stamp of (B)(6) 2001 at 1:00. This indicated that the patient drained all battery sources and this resulted in a pump stoppage. The log file captured no external power events on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018 and 1 backup battery fault alarm. These were due to the patient allowing the external batteries to deplete. The patient slept on battery power, against abbott¿s recommendation. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed that the device met applicable specifications. A correlation between the device and the reported events could not be conclusively determined. The hmii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document addresses all system controller alarms (including low battery power and no external power alarms) and how to respond to such events. The heartmate ii lvas IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.